Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument pitch up cable was broken at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported during a da vinci myomectomy surgical procedure, the wire was broken on the fenestrated bipolar forceps instrument. There was no report of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.